Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that radio frequency level was unstable . A maestro 3000¿ cardiac ablation system - controller was selected to be use. However, it was noted the radio frequency (rf) level changes on each ablation and not holding presets. No patient complications reported.